Event description:
It was reported that during docking, the neptune was spraying water and detergent out of the canister. There were no adverse consequences related to this event.

Manufacturer narrative:
The device was evaluated by a field service rep. The flapper valve in the cap was not closing all the way letting water and detergent to spray out of the canister when docking. The cap assembly was replaced and placed back into service after it passed all safety checks.